Event description:
The rptr did meter to lab comparison tests. Pt's reading at home was 162 mg/dl, and 1 hr later pt went to the lab. Both tests were in a fasting state. Pt lab test result was 130 mg/dl. Pt did not have any symptoms. Control solution testing was not done due to unavailability of supplies. No harm was alleged.